Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: please see the attached file for information pertaining to the medical records received on 10/02/2019. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for sterilization evaluation. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2008: [missing records: operative report for exploratory laparotomy and splenectomy were not provided]. On (B)(6) 2008: (B)(6). Discharge summary. [Partial document.] Admitted on (B)(6) 2008. CT of abdomen and pelvis revealed a splenic laceration with free fluid. Had a fractured left eleventh rib. Taken to operating room; underwent exploratory laparotomy and splenectomy on (B)(6) 2008. Unremarkable post-surgical course. Developed a mild incisional seroma. No signs of abscess or infection. Pathology report shows splenic hematoma consistent with trauma. Ambulation. No lifting or strenuous activity. Return one week. On (B)(6) 2008: (B)(6). Operative report. (B)(6). Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure: exploratory laparotomy, repair of incisional hernia with core [sic] dual mesh. Lysis of adhesions. Indications: the patient is a previous trauma patient of ours and is here for incisional hernia repair. The patient is a 50-year-old gentleman who had a previous splenectomy here from an atraumatic fall while at work. The patient went home and then during his recuperation, developed an incisional hernia. Procedure description: ¿after written consent was obtained, all risks and benefits were explained to the patient and the patient¿s wife. The patient was brought to the operating suite and was placed under general anesthetic. The patient was properly prepped and draped in a sterile fashion. Using a scalpel, midline incision was created through the previous incision site from the xiphoid just past the umbilicus. Dissection, using electrocautery through the subcutaneous tissue down towards the previous fascial layer was created. Once through the fascial layer, area of the peritoneum was visualized, opened with metzenbaum scissors and then the incision was opened carefully due to the adhesions that were noted. The adhesions were taken off the incision site and then the incision was opened freely. After dissection of area of adhesions that were adhered inside the abdominal wall, it was taken down sharply with metzenbaum scissors as well as electrocautery. Hemostasis was noted. After taking down all the adhesions, good circumference of fascia was palpable. The fascia was intact in the superior and inferior aspect of the incision. There was an area just above the umbilicus that had a defect that was noted to go deep within the abdomen. The superior and inferior aspect of the incision was closed with single figure-of-eight sutures using #1 pds. Then the area of defect of fascial layer was closed using gore dual mesh material using ethibond sutures in a circumferential fashion. Once the defect was closed, we reinforced some of the suture lines using prolene suture to approximate some of the subcutaneous tissue for less tension as well as staples to close the incision line. The incision line was irrigated prior to closure. Instrument count, suture count, needle count were called for to be correct. The patient tolerated the procedure well. The patient was sent to postoperative recovery extubated.¿ on (B)(6) 2008: (B)(6). Implant sticker. Gore dualmesh ® biomaterial. Implant site: abdomen. Ref: (B)(4). Lot: 05235029. W. L. Gore & associates. The record confirms a gore® dualmesh® biomaterial (1dlmc04/05235029) was implanted during the procedure. On (B)(6) 2008: (B)(6). Radiology-CT abdomen with contrast. Clinical history: abdominal pain, abscess. Findings: postoperative changes are noted within the midline. There is an abscess within the region of the mesh with internal air. The abscess measures 8.0 x 7.0 cm and has an intraperitoneal component with adjacent mesenteric stranding and a small amount of fluid. The liver has a homogenous appearance without a discrete lesion or biliary duct dilatation. The adrenal glands, kidneys and pancreas are unremarkable. There is a small splenule in the left upper quadrant. The aorta has a normal course and caliber. Impression: 8.0 x 7.0 cm abscess within the region of the mesh within the anterior abdominal wall along the midline with an intraperitoneal component and adjacent stranding. Left lower lobe atelectasis. [Missing record: CT drain and aspiration of abdomen/pelvis abscess. Partial report indicating: fluid collection in region of prior hernia repair. On (B)(6) 2009: (B)(6). Operative report. Surgeon: (B)(6). Assistant: (B)(6). Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: reconstruction of abdominal wall hernia with dual mesh, 18 cm x 24 cm. Exploratory laparotomy. Extensive lysis of adhesions, approximately an hour and 35 minutes. Removal of previous dual mesh. Placement of jackson-pratt drains, #7, x2. Anesthesiologist: (B)(6). Justification of pa: pa throughout the case for extreme mobilization and retraction of the abdominal wall adhesions for dissection. The assistant was a vital need for the case. Estimated blood loss: approximately 100 cc. History: the patient is a 50-year-old male who presented for reconstruction of a recurrent abdominal wall hernia. The patient had a work-related fall back in (B)(6) 2008 from blunt trauma. The patient had exploratory laparotomy with a splenectomy. The patient had a postoperative incisional hernia with mesh repair in (B)(6) 2008 for reasons stated. The patient felt the opening above the mesh. The patient came back to our office and was scheduled for elective surgery. No signs of bowel obstruction. Procedure description: ¿after written consent was obtained, all risks and benefits were explained to the patient and the patient¿s family. The patient was brought to the operating suite. The patient was placed under a general anesthetic. The patient was properly prepped and draped in a sterile fashion. Using a scalpel, going through the previous midline incision, through subcutaneous tissue and then dissection with electrocautery through the subcutaneous tissue down to the fascial layer, the facial layer was carefully dissected due to the extent of the previous surgery until a window was opened into the abdominal cavity. Then, carefully manipulating the bowel with extensive adhesions, these were taken down with electrocautery, as well as with metzenbaum scissors. Both sharp and dull dissection was obtained with retraction from the assistant, (B)(6). The amount of adhesions and with the previous mesh in place, dissection took approximately one hour 35 minutes. The previous mesh was visualized and appeared to be intact in both lateral inferior and lateral, both left and right of the midline, as well as superiorly. It was noted that the hernia was above the previously placed graft. There also appeared to be a small amount of what appeared to be a pus-like material within the lateral to the graft. We believe this to be just emulsified fat from the subcutaneous tissue. This was nonpurulent at this time. Cultures were obtained. After removal of the previous graft and dissection of the previous adhesions, a bookwalter was put in place for good visualization of the abdomen. The abdomen was explored and no enterotomies were obtained. Small bowel from ligament of treitz to cecum was without enterotomy or injury, as well as the colon and stomach, which were all taken care of without injury. The nasogastric tube was felt within the stomach and secured. The liver was smooth. The spleen was absent from previous surgery. At this time, using a dual mesh graft, due to the extent of the previous fascia, the fascia appeared to be denuded and with poor quality, almost lateral to the midclavicular line bilaterally. Using 0 polydek suture, the defect was closed with the dual mesh in a circumferential repair, taking good bites of the fascial layer with a lateral mattress into the dual mesh and into the fascial layer circumferentially in the opening until the opening was closed. Prior to closure, the abdomen was copiously irrigated with warm saline solution and aspirated until clear. Then, the circumferential area of the graft was placed around the fascial layers. The deep tissue layers were approximated using 0 vicryl suture. The subcutaneous tissue was then approximated using 3-0 vicryl sutures. Then, staples were applied to the anterior abdominal wall. Instrument count, suture, needle, and sponge counts were called for to be correct. The patient tolerated the procedure well. An external binder was placed prior to closure and placement of two jackson-pratt drains through a stab incision on the anterior abdominal wall were placed above the graft and below the muscle layer to allow for aspiration of the fluid within the dead space above the graft in the subcutaneous tissues. It was placed on continuous suction. The patient tolerated the procedure, was extubated, and brought to postoperative recovery without incident.¿ on (B)(6) 2009: (B)(6). Implant record. Mesh ¿ dual mesh plus. Site: incisional hernia - abdomen. Reg: 1dlmcp06. Lot: 05616893. Exp: 10/2010. Manufacturer: gore. The record confirms a gore® dualmesh® plus biomaterial (1dlmcp06/05616893) was implanted during the procedure. [Missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2009 procedure was not provided.] [Missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2009 procedure was not provided.] On (B)(6) 2009: (B)(6). Operative report. Surgeon: (B)(6). Assistant: (B)(6). Preoperative diagnosis: exposed mesh with abdominal wound and chronic incisional hernia. Postoperative diagnosis: exposed mesh with abdominal wound and chronic incisional hernia. Procedure performed: repair of incisional hernia, reconstruction with veritas xenograft mesh with local tissue reconstruction with soft tissue advancement flap. Anesthesiologist: (B)(6). Findings: 10 cm x 16 cm veritas graft. Indication: the patient is a trauma patient that we have seen frequently who had multiple injuries. He had a previous exploratory laparotomy and a splenectomy involving a wound dehiscence and had pdf graft placed. The wound previously got infected. We tried some local sterilization of the wound, some local wound care. The wound had recurrent openings and drainage. The patient was seen by infectious disease. At this time, we thought we take the patient back to the operating room, hence we can do repair without having to remove the graft and as well as allowing for possible advancement flap in the future. Procedure: ¿after written consent was obtained, all risks and benefits were explained to the patient. The patient was brought to the operating room and was laid in supine position. The patient was properly prepped and draped in a sterile fashion. Using a scalpel, a midline incision from the opening of the wound was extended superiorly using scalpel and electrocautery. The wound was copiously irrigated with a saline solution. Previous ptfe abdominal mesh graft was intact. Using finger dissection, we cleared the graft off its adhesions down to the suture line. At this point, the graft was cleared. We used a veritas xenograft over the graft layer and secured with vicryl suture in a circumferential format with wound graft recovered. We took down some of the subcutaneous tissue down towards the fascial layer and advanced it medially, closed this with a #2-0 vicryl suture and closed the skin. Prior to the skin closure, we used some tissue fibrin glue to decrease the dead space with in the tissue. Between the tissue, the veritas graft allowed for the veritas graft to adhere through the subcutaneous tissue. The subcutaneous tissue was approximately closed with #2-0 subcutaneous simple closure. Staples were used for the anterior abdominal wall. The patient tolerated the procedure well. Dressing was applied.¿ on (B)(6) 2009: (B)(6). Operative report. Surgeon: (B)(6). Postoperative diagnosis: recurrent incisional wall hernia and infected abdominal wall mesh with methicillin resistant staphylococcus aureus. Postoperative diagnosis: recurrent incisional wall mesh with methicillin resistant staphylococcus aureus. Loss of abdominal wall domain. Procedure: exploratory laparotomy. Lysis of adhesions. Removal of foreign body, previous ptfe abdominal wall mesh. Repair of abdominal wall hernia, recurrent, 8 cm x 10 cm using veritas xenograft at 12 x 25 cm graft. Repair of abdominal wall loss of domain with myofascial advancement flap/separation component, a 12 cm x 6 cm advancement flap giving a total surface area of 72 cm sq on one side, the contralateral side/bilateral side was performed giving a total surface area of 144 cm sq. Anesthesia: general endotracheal. Complications: none. Estimated blood loss: approximately 200 to 250 cc. Indication for procedure: this is a nice gentleman who has had recurrent abdominal wall hernias and infected abdominal wall mesh, which required the above procedure. Risks and complications were reviewed, recurrence, infection, bowel injury were discussed. This was discussed with the patient as well as the patient¿s wife in multiple settings. Procedure description: ¿the patient was taken to the operative theater, placed in the supine position, after general endotracheal anesthesia was administered. The patient¿s abdomen was prepped and draped in the usual sterile surgical fashion. Cultures of the wound were ascertained prior to the prepping of the abdomen. An elliptical incision was made following the previous midline wound and taken down through subcutaneous tissue. Circumferential dissection had to be performed to remove the entire mesh off of the posterior side of the anterior abdominal wall. This was the ptfe dual-sided mesh, which then created on the peritoneal surface, a half cm thickness rind on top of the abdomen which was also transected and removed in its entirety. Care was to make sure there was no injury to the small bowel or the visceral structures and the omentum was nicely placed over the bowel, preventing exposure of the mesh to the bowel contents. Once this entire cavity was removed, myofascial advancement flap was then created, using the separation component technique, we closed the midline of the anterior abdominal wall and took the tension off of the anterior abdominal fascia. Subcutaneous plane was made and taken all the way down to the anterior abdominal wall, rectus abdominal wall fascia. This was then traversed laterally, all the way to the border of the myofascial advancement of the external oblique aponeurosis and the rectus abdominis wall muscle. Care was to make sure and preserve as much of the perforator vessels, as well as the inferior epigastric vessels. This advancement flap was approximately 12 cm x 6 cm advancement, giving a total surface area of 72 cm sq. This was performed on the contralateral side as well. The initial hernia defect was as mentioned above was able to be primarily closed with the advancement flap, however, for security, this defect was then reinforced with veritas xenograft using the 12 cm x 25 cm xenograft and placed as an underlay aspect below the myofascial advancement flap facing the peritoneal side of abdominal cavity. The xenograft was reinforced to close the hernia and sutured to the peritoneal side of the posterior abdominal wall with 2-0 vicryl suture. Furthermore, then, under tension-free repair, myofascial advancement was proximally towards the midline and approximated with 0 ethibond suture in a figure-of-eight fashion, all the way from the apex to the inferior aspect of the incisional defect. Copious irrigation was antibiotic solution was then irrigated into the wound cavity and aspirated out. Tisseal fibrin glue was used to minimize our empty space/minimize our seroma collection and a 19 french blake drain was placed bilaterally in the wounds. Deep subcutaneous tissue was approximately also with 2-0 vicryl at the midline incision, 0 ethibond retention suture and brackets were then placed on the midline and staples were applied onto the skin. Sterile dressing was applied on top of that. The patient tolerated the procedure well with no complications. Postoperative findings were reviewed with the patient's wife.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2009 procedure was not provided.] [Missing records: a culture report detailing analysis of the specimens collected and reported on the (B)(6) 2009 operative report were not provided.] [Recurrent incisional wall mesh with methicillin resistant staphylococcus aureus.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® biomaterial and gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial and gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial plus instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial plus instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open umbilical hernia repair on (B)(6) 2008, whereby a gore® dualmesh® biomaterial was implanted. It was reported to gore that the patient underwent hernia repair on (B)(6) 2009, whereby a gore® dualmesh® biomaterial plus was implanted. The complaint alleges that on (B)(6) 2019, and (B)(6) 2009, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abscess, infection, mesh migration, adhesions, adhesions to bowel, surgery to remove mesh, hernia recurrence, fluid collection, and open wound. Additional event specific information was not provided.

Manufacturer narrative:
Due to character/space constraints within the h10/11 narrative/corrected data field, all of the investigation information could not be included and is therefore being added as a separate attachment and should be referenced for complete investigation summary and conclusions.the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected.previous patient codes (1395, 1690, 1695, 1930, 2240, 3191: appropriate term not available for "fluid collection" and "open wound") were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Conclusion: #2 gore® dualmesh® plus biomaterial 1dlmcp06/05616893it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene.medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Medical records that indicate mesh exposure may reflect abdominal wall wound dehiscence as a function of a patient¿s poor tissue quality or loss of anchorage of fixation or may be related to individual patient comorbidities, and technical and/or procedural aspects of the repair. These factors include, but are not limited to, fixation type, suture technique, type of and tension on the incision, and wound classification at time of procedure. Post-operative factors such as the development of a post-operative infection, an incision and drainage procedure, or wound packing could result in mesh exposure. Additionally, patient comorbidities that could influence wound dehiscence leading to mesh exposure include, but are not limited to, smoking and obesity.as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents.the device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05616893 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.